Event description:
As surgeon attempted to use cautery pencil in pt mouth, insulation on cautery tip ignited. Cautery instrument withdrawn from mouth and passed off to circulating rn. No pt injury. No debris. No gases. No burns. Near miss. Covidien valley lab button switch pencil (B)(4), lot 227832, expiration 03/2017. Item sequestered for independent forensic analysis. A subsequent cautery tip was removed from use the next week. Lot # 227299x item ref (B)(4), expires 03/2017 due to a split in the insulator tip. Reason for use: cautery unit for tonsillectomy. Also see (B)(4).